Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator system extraction due to infection. The system was removed successfully and the patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.